Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
Note: this report pertains to the second of two truetome 44 used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during a cholangiography with ductal biopsy procedure performed on (B)(6) 2023. During the procedure, before the spyglass ds ii was used, the truetome 44 was used to cannulate; however, the wire anchor was dislodged. A second truetome 44 was used; however, the wire anchor also dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to the second of two truetome 44 used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during a cholangiography with ductal biopsy procedure performed on (B)(6) 2023. During the procedure, before the spyglass ds ii was used, the truetome 44 was used to cannulate; however, the wire anchor was dislodged. A second truetome 44 was used; however, the wire anchor also dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h11: the returned truetome 44 was analyzed, and a visual and microscopic evaluation noted that the working length was torn, kinked, and twisted and the cutting wire was kinked. The wire anchor was not dislodged or dislocated from the distal pierce hole. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed. Upon analysis of the returned device, it was found that the working length was torn, kinked, and twisted and the cutting wire was kinked. The wire anchor was not dislodged or dislocated from the distal pierce hole. Based on the condition of the device, the physical damage found could have been generated by multiple attempts to rotate the handle of the device during the introduction of the device into the scope. The working length wire kinked, could have been caused by operational factors, such as manipulating the device through difficult anatomy, the technique used for device manipulation or by the interaction between the device and the scope (hitting against a hard surface). Additionally, the working length torn from the distal pierce hole, could have been caused by submitting the catheter to tension forces during handle actuation. Bowing the device without being completely out of the scope can lead to a tear. Based on all gathered information, the most probable root cause is adverse event related to procedure.